Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, that there was skipping and jumping of the drill while drilling. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog #. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, that there was skipping and jumping of the drill while drilling. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.